Event description:
The clinical specialist (cs) reported that the biomedical engineer performed a leakage current test on the programmer and found that the patient leakage current measurement was very high compared to what was typically observed. Therefore, returning the programmer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.